Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had an MRI on (B)(6) 2025 and they turned therapy off prior to the MRI and after the MRI they turned therapy back on but patient thought something happened in between because their baseline pain has returned. Patient confirmed therapy was on during the call and was on program 7 with amplitude at 0.9 which was the expected programming. Patient stated they had called in the past and someone told them which program to change to and patient wanted someone to do so again. Reviewed role of patient services and redirected to managing hcp.